Event description:
The pump low reservoir alarm date occurred 2 days before the refill appointment. The critical alarm occurred, but was not heard by the patient's family for 2 days. The hcp refilled the pump with baclofen. There were no symptoms associated with the event. The hcp reported the patient outcome as 'no injury'. The pump alarm was reported to be inadequate. The hcp was provided information to increase the alarm frequency.